Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was evaluated by baxter. The eval confirmed through history log but was unable to reproduce during the eval. Review of history log shows multiple downstream occlusion alarms. Downstream occlusion tests were performed with the device passing. The device will be calibrated during the repair process to ensure continued accurate occlusion detection.

Event description:
The customer reported that the spectrum pump failed the downstream occlusion test. The customer did not provide further detail on the testing and whether the device failed to detect an occlusion or displayed false downstream occlusion alarms. The customer reported that there was no pt involvement. No further info was available.